Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the color bars occurred in the image due to the deformation of the receptacle unit pin. Additionally, it¿s likely the loss of image was due to a main board failure. The root cause of the main board failure and deformation of the receptacle unit pin were unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty receptacle unit, pins of receptacle unit found deformed, receptacle also found loose, after replacing the receptacle unit, only lines are appearing on monitor, it is due to faulty main board, found dust inside the equipment, power switch found deformed, hit and scratches marks on front panel, front panel was yellowish, scratches and minor dent in top cover, rust and corrosion found on rear panel, minor rust and scratches found on chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Customer reported to olympus that initially a normal image appeared on the monitor within 30 seconds or 1 minute, after which vertical lines appeared on the monitor and no image appeared on the video system center. There were no reports of patient harm associated with this event.